Event description:
Additional information received noting that the patient underwent a lead revision. The explanted lead has not been received by product analysis to date.

Event description:
The explanted generator was returned and underwent product analysisan interrogation (pulsedisabled), a system diagnostic test (pulsedisabled would not reset), and a vbat calculation (shows an eos (end of service) =yes condition) were performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation (implant data only available) were performed. Other than the noted event (eos ¿vboost¿ compliance voltage), there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient was scheduled to undergo a battery replacement due to normal battery depletion and high impedance was observed in pre-op. The surgeon only changed the generator and high impedance was still observed, as expected. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.